Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Summary of event: as reported, upon opening the package for a ncircle tipless stone extractor, they discovered the basket could not be opened or closed normally. The procedure as completed by using another new device. There was no impact to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. Device returned was returned to cook in the original open packaging. The basket could not be functioned using the handle. The cannulated handle was observed to be protruding from the distal end of the handle through the basket sheath. The cannulated handle had become separated from the rest of the basket assembly. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the lot recorded no non-conformances. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed the product instructions for use (IFU). The following information is made available to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that could not be functioned. The cannulated handle was observed to be protruding from the distal end of the handle. The cannulated handle had separated from the remainder of the basket assembly. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the package for a ncircle tipless stone extractor, they discovered the basket could not be opened or closed normally. The procedure as completed by using another new device. There was no impact to the patient.